Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caller reported via phone call that the customer experienced high blood glucose level over 401 mg/dl. Customer did not have symptoms. They do feel ok to troubleshoot. Drive support condition normal. Customer's blood glucose value at the time of incident was 401 mg/dl. Customer's blood glucose level was 83 mg/dl at the time of call. Caller reported that they have not contacted their hcp regarding high blood glucose reading. Customer treated their issue with insulin pump and manual injection. Caller declined to check for leaks or air bubbles. Customer declined to check bolus wizard settings for accuracy. Customer has been using insulin pump system within 48 hours of reported high blood glucose reading event. The infusion set changed (B)(6) 2018. The infusion set was not bent. The insulin pump did not perform high pressure test. Insulin pump will not be returning for analysis. Caller declined troubleshooting for bent cannula. The customer was using auto mode feature during the serious injury.